Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager would lose communication from the main caused by the set-up of the device. A field service engineer (fse) discussed with the customer and found that the site had a pyxis bus cable routed through the ceiling to the other side of the room to connect the remote manager and needed to be re-routed in a better position. Then the fse assisted the customer and successfully routed the pyxis bus cable to resolve the issue. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary remote manager failed to unlock, preventing fridge beep during storage recovery. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.